Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected, and the following was observed: the introducer was curved, likely due to return packaging. There was a kink on sheath shaft approximately 11cm from the hub. The sheath liner fully expanded as designed. The sheath distal tip was split. After disassembling the sheath housing to inspect the hemostasis valves: the duckbill valve has a gap along the slit. No abnormalities were observed on the cross-slit and disc valves. Function testing was performed. Upon receipt, the sheath was flushed with no device inserted and leakage was observed. This indicates that the duckbill valve did not function properly. The sheath was flushed again with the guidewire inserted and no leakage was observed. No leakage was observed when flushed with the introducer inserted. The complaint was confirmed from this testing. Imagery was provided for review. The provided imagery was evaluated and revealed the following: blood can be seen leaking through the esheath plus hub after delivery system and guidewire removal.the reported events were confirmed based evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation.a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event.the esheath plus is constructed with tri seal valve technology for hemostasis control. The duckbill valve is designed to provide hemostasis when there is nothing inserted in the sheath. When a guidewire is inserted, the cross slit valve provides the hemostasis, and when a 5f or greater catheter is inserted, the disc valve provides the hemostasis. Some leakage is acceptable (less than 10 ml per min under 300mmhg back pressure for sheath). As the leakage was observed when nothing was inserted through the sheath and per product evaluation the sheath also leaked when flushed with nothing inserted, it is likely that the duckbill valve may not have functioned properly. However, no leakage was reported during device preparation. This suggests that the damage to the duckbill valve likely occurred after sheath insertion into the patient and the insertion/removal of the delivery system and/or guidewire. It is possible that delivery system and/or guidewire manipulation may have contributed to the reported inadequate hemostasis. As such, available information suggests that procedural factors (guidewire/delivery system manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.as per device evaluation, a distal tip split was observed. Per training manual, do not over-manipulate the sheath at any time, do not force sheath and push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The presence of calcification and tortuosity in patients access vessels can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the device and the vasculature. Additionally, calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split, especially if compounded with excessive manipulation of the device during its insertion. However, no relevant patient information was provided. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding a successful implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During withdrawal of the, 26mm commander delivery system and the wire from the 14f esheath plus, blood was observed coming out through the hemostasis valves immediate after removal. The patient did not suffer any consequence and was noted as to be in a very good condition and stable. No abnormalities during removal of the delivery system nor removal of the guidewire through the sheath were encountered. No abnormalities damage noted on the delivery system or guidewire after removal. There was not any manipulation of the guidewire at any point during the procedure. As per product evaluation of the returned device to edwards lifesciences, the distal tip of the esheath was split.